Event description:
It was reported that the foley catheter was found to be blocked after the patient was catheterized. The patient experienced swelling and obstruction after the catheterization. It is unknown what medications was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.